Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient went to work on friday and started to feel sick the whole afternoon until 9pm. The patient was sick, very thirsty and weak she decided to test ketones and the reading was 6.2 mmol/l. The patient called 999 because that was advise by the "nhs". Paramedics arrive within 20 minutes and took a bg reading which was 25.0 mmol/l and the cgm reading was 4.8 mmol/l . They took again a ketone test which was 6.0 mmol/l and above. They treated the patient with injected insulin novorapid and performed some other testing, oxygen level, heart rate and temperature. The patient was treated with IV medication fluids and anti-sickness medication. After that, the patient was taken to the ambulance. They rechecked ketones in the ambulance and it was 8.0 mmol/l. They performed a more detailed ECG (electrocardiogram) on the heart rate and the bg reading was still 25.0 mmol/l. The patient was taken to the hospital and brought to the resuscitation ward. There they performed blood tests, and determined that ph level and bi carbs were low. They performed another ECG and a chest xray. Doctor mentioned that the heart rate was high. The patient was treated with novorapid insulin. The patient was monitored at the hospital overnight and was transferred the emergency room on (B)(6) 2025 at 9am and was released on same day at 9pm. At the time of the report the patient was still not feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.